Manufacturer narrative:
The patient complained of left lower extremity pain with suspected ambulation and claudication. Revascularization of the lesion using atherectomy, pta and dcb balloon was required to treat the patient. Stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.9 mg, therapy date: (B)(6) 2014. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14h1651202. Expiration date: 11/25/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure of a 100 mm, 90% stenotic denovo lesion of the left mid-sfa. The lesion was predilated with a 4 x 80 mm balloon inflated to 10 atm, resulting in a residual stenosis of 20%. Then, a 5 x 120 mm stellarex balloon was inflated to 10 atm for 1 minute, resulting in 0% residual stenosis. No complications occurred. The subject was discarded per plan. On (B)(6) 2016, the patient complained of left lower extremity pain with suspected ambulation and claudication. On (B)(6) 2017, the patient underwent successful revascularization of the target lesion using atherectomy, pta and dcb. The physician has indicated that the adverse event is not related to the device or procedure.